Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that one week after the dental implant was installed in intraoral region #10, it was verified its' non-osseointegration. 20ncm of primary stability was achieved & immediate load was not performed. The implant was carried out immediately & patient presented lou bone quality (bone type iii).